Event description:
It was reported that during a heavily tortuous, heavily calcified, right, internal carotid stenting procedure, a nav6 embolic protection system was advanced and the filter was placed without difficulty. The lesion was pre-dilated with a trek balloon, a non-abbott stent was implanted, the stent was post dilated with 4 different non-abbott balloons, and the nav6 retrieval catheter was advanced, but it would not cross the implanted non-abbott stent. The nav6 retrieval catheter was removed, the non-abbott stent was post-dilated again with a larger 7.0 x 20 mm non-abbott balloon, the retrieval catheter was advanced, captured the filter, and removed successfully from the patient's anatomy. The procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.